Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered shocks appropriately but "failed" to convert the patient's rhythm. The patient went into cardiac arrest and received external shocks. Further, the patient was intubated and admitted to the intensive care unit. Diagnostic testing and reprogramming was performed on the device. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.